Event description:
It was reported to resmed that an astral had intermittent power and powers down during therapy. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. The evaluation determined that there was no fault found with the returned device. The device was performing to specifications. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).